Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2021 and suture was used. During the procedure, the suture broke near the swage point. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain what was used to complete the procedure? What tissue was being approximated or sutured when it broke? Procedure date? Device return status/follow up? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-00527.

Manufacturer narrative:
Product complaint : (B)(4). Date sent to the FDA: 4/13/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened overwrap, a paper lid an empty winding former, and two needle/suture pieces, product code w8718 were received for evaluation. The product code is double-armed, and the swage and attachment area of the needle was noted to be as expected the suture piece was examined and was noted cut. Functional test was performed, and the tensile strength result was above the minimum requirements. On the second needle, there is a suture piece still attached to the barrel hole, and marks due to use were noted. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Related to: 2210968-2022-00527, 2210968-2022-00528.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 02/15/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d4 a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? = no was the patient treatment altered in anyway due to the prolonged surgery time? = no what was used to complete the procedure? = another sutures what tissue was being approximated or sutured when it broke? = during anastomosis (CABG) procedure date? = (B)(6) 2021 *please confirm how many sutures experienced this quality issue during this procedure.-total 2 foils.